Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient stated that they close all background application including the g5 application; when re-opening the g5 application, the data can take a few minutes to reload and start up again. Patient was advised that the g5 application must always be running in the background for application to work properly. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and could confirm the reported loss of connection. No additional patient or event information is available.